Event description:
Per independent repair center statement, the unit had alarming or red light. The key failure was the sieve beds had foreign substance. Additional malfunction was the manifold had loose hose due to clamp.